Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis was able to confirm the customer reported event of wires coming out from the end. Visual inspection was conducted and the instrument was found to have two broken pitch cables at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cables found during failure analysis, if to reoccur, could cause or contribute to an adverse event.

Event description:
It was reported that during central processing of the davinci fenestrated bipolar forcep instrument, the instruments wire was coming out from the end. There was no procedure or patient involvement associated with the reported event.